Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alleging under delivery. Customer¿s blood glucose level was 240 mg/dl, 246 mg/dl, 249 mg/dl. Customer experienced symptoms such as weak and legs hurt. Customer treated with bolus with insulin pump. Customer was neither in emergency room, nor admitted into hospital. Customer states reason for insulin pump under delivering was blood glucose continues to rise even with the delivery of insulin supposedly. Customer wishes to continue troubleshooting. Customer reports they have a back-up plan available. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test.